Event description:
It was reported that the customer's device would immediately go to the password screen for the set-up mode upon power on, and the keypad would not respond. The device could not have been used for patient therapy, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer.